Event description:
Revision due to ceramic liner fracture.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific info was not provided, precluding a review of the device history record. Engineering eval noted that the revision reported was likely the result of an overload condition that led to the fracture of the ceramic liner.